Event description:
Customer states that two sample tubes (lavender top and pink top) were drawn at the same time from a pt with anti-fya. The lavender top tube showed no reactivity with vss186. The pink top tube reacted weak to 1+ with vss186. The daily qc testing was acceptable. No reported erroneous results were reported. No death or serious injury was associated with this incident.